Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device issued a system error message when the clinicians attempted to use the device on a patient to deliver therapy. On (B)(6) 2018 at 0630 the patient involved, described as a neonate, was in the operating room with an undefined emergency surgical procedure to rescue the patient with life threatening symptoms when the clinicians attempted to run the machine in AED mode but were not able to proceed when the error message was received. The device would not turn on because of the error message. The clinicians immediately obtained another defibrillator to deliver therapy. The biomed reported that the patient¿s outcome was not impacted by the device behavior because another device was immediately available to treat the patient.